Manufacturer narrative:
The device was returned due to advisory safety. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area and interrogation of device did not identify any anomalies.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient's status was unknown.